Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 433 mg/dl. The customer had no symptoms. Customer's blood glucose value was 268 mg/dl at the time of the call. Customer did not report when high blood glucose levels began and did not contact their healthcare professional. Customer declined to troubleshoot for high readings. No further details were given. The product was not returned for analysis.